Event description:
One revision performed for postoperative stiffness.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Mid- to long-term follow-up pf a total shoulder arthroplasty using a keeled glenoid in young adults with primary glenohumeral arthritis, j shoulder elbow surg, 22:894-900.